Event description:
According to the reporter: during hepatectomy, they connected reload to adapter and pushed the blue button to check the jaws, however the jaws began to articulate. Replaced by a new cartridge and pushed the blue button, however the device did not react. Replaced by a manual handle, the procedure was completed with no problem. The event occurred during the procedure but the product was not used for patient. The status of the patient is alive with no problem